Manufacturer narrative:
A philips clinical scientist (cs) reviewed the provided information and found that the coincidence alarms were available and from the moment the traces coincided, the possibility that only one (maternal) signal source was derived, was given. This triggers a countercheck by means recommended in the instructions for use (IFU) recommended actions for coincidence inop 1 confirm fetal life by palpation of fetal movement or auscultation of fetal heart sounds using a fetoscope, stethoscope, or pinard stethoscope. 2 manual determination of the maternal pulse and comparison with the fetal heart rate sound signals from the loudspeaker. 3 reposition the transducer, or ensure that the fetal scalp electrode is placed correctly, until you receive a clear signal and the monitor is no longer issuing the coincidence inop. 4 in case of difficulties deriving a stable maternal pulse reading using the toco+ mp or cl toco+ mp transducer, use spo2 or the cl spo2 pod instead. In case of similar problems with the pulse measurement from spo2, use mecg instead. Reasons to switch the method for deriving a maternal pulse or heart rate include: motion artifacts, arrhythmia, and individual differences in pulse signal quality on the abdominal skin (via toco+ mp). 5 if you cannot hear the fetal heart sounds, and you cannot confirm fetal movement by palpation, confirm fetal life using obstetric ultrasonography. The cs noted that the fetal heart rate (fhr) trace shows tachycardia from the beginning of fetal monitoring and sometime later. Additionally, the trace shows decelerations until about 19:00. After this, the fhr pattern changes drastically while ccv alarming is activated to trigger a countercheck by the hp of the corresponding heartrate source (fetal vs. Maternal). Before the traces coincide, hyper frequent contractions are registered. At about 00:55, it appears that a fetal spiral electrode (fse) was placed since a blue colored trace occurs. No second trace is visible at this time (fetal vs. Maternal). This could already be a sign that the fse picks up the maternal pulse and thus triggers the need for a countercheck as described in the IFU: confirming fetal life . At around 2:35, no toco is used anymore. In general, signal loss alarm is activated regularly. At 5:30, halving or doubling of the frequency of the signal source seem to occur in intervals. At 5:50, after a longer period of signal loss, toco and us transducer are applied again, triggering coincidence alarming while 2 traces at the same frequency are shown. This shows the need to countercheck the measured heartrate source again. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device reported fetal activity, though the fetus had passed away. The mother was induced at 40 weeks' gestation and, during induction, the fetus was initially tachycardic and there were many coincidence alarms between the maternal pulse and fetal heart rate. As the mother labored with frequent contractions, the physician reviewed the ctg on paper only and no non-stress test or ultrasound was performed. The baby was delivered via c-section the next day; however, the baby was stillborn. The midwife indicated the condition of the baby upon delivery was indicative of fetal demise hours prior. The base fetal heart rate was noted to be 143bpm but the midwife thought the fetal heart rate should be zero due to no heartbeat. It was explained the fetal monitor was picking up the mother's aorta and is correct in its reading, as shown by the coincidence on ctg. The midwife understood this explanation; however, it was indicated the doctor did not review the ctg or flowsheets on the intellispace perinatal device, but only on manual paper. The trace was misinterpreted, and the physician informed the mother the baby was alive 30 minutes prior to the c-section; however, the midwives disagreed with the interpretation.

Manufacturer narrative:
The audit trail and trace were provided. This information was forwarded to a philips product support engineer and a philips clinical product specialist for evaluation. It was noted that the coincidence alarms are available from the moment the traces coincided, the possibility that only one (maternal) signal source was derived, was given. There were 38 coincidence alarms recorded during the period from august 19 to august 20, 2025. Ways to avoid future issues involving the coincidence alarm the avalon fetal monitor fm20/30, fm40/50, avalon cl part number 453564898421 instructions for use (IFU) warn that a misidentification of the maternal heart rate (mhr) as the fetal heart rate (fhr) can occur. The fhr detection by the monitor may not always indicate that the fetus is alive. The IFU states the importance to confirm fetal life before monitoring, and to continue to confirm that the fetus is the signal source for the recorded heart rate. To assist the user and recognize possible misidentification of the mhr instead of the fhr, the fetal monitor generates a coincidence inop with a printed question mark on the trace. Further information can be read in the chapter about ¿confirm fetal life before using the monitor¿ and ¿cross-channel verification (ccv)¿. If a coincidence of heart rates is detected, philips recommends following the applicable section of the IFU. 1. Confirm fetal life by palpation of fetal movement or auscultation of fetal heart sounds using a fetoscope, stethoscope, or pinard stethoscope. 2. Manually determine the maternal pulse and compare with the fetal heart rate sound signals. 3. Reposition the transducer or ensure that the fetal scalp electrode is placed correctly, until you receive a clear signal and the monitor is no longer issuing the ¿coincidence inop¿. 4. In case of difficulties deriving a stable maternal pulse reading using the toco mp or cl toco+ mp transducer, use the spo2 finger sensor instead. In case of similar problems with the pulse measurement from spo2 finger sensor, use mecg instead. Reasons to switch the method for deriving a maternal pulse or heart rate include motion artifacts, arrhythmia, and individual differences in pulse signal quality on the abdominal skin (via toco mp+). 5. If you cannot hear the fetal heart sounds, and you cannot confirm fetal movement by palpation, confirm fetal life using obstetric ultrasonography. The fetal heart rate (fhr) trace from august 19, 2025 shows tachycardia from the beginning of fetal monitoring and sometime later. Additionally, the trace shows decelerations until about 19:00. Following this time, the fhr pattern changes drastically while ccv alarming is activated to trigger a countercheck by the healthcare provider of the corresponding heartrate source (fetal vs. Maternal). At about 00:55 am on august 20, 2025 a second transducer (fhr2) was applied causing a blue colored trace which is normal behavior to differentiate fhr1 and fhr2 in case of twins. No second trace is visible during this time (fetal versus maternal). This may be a sign that the fhr2 us transducer is detecting the maternal pulse and thus triggers the need for a countercheck as described in the IFU. Ccv is being triggered several times without the alarming having been acknowledged. An example is seen at 1:10 am. At around 2:35 am, the toco transducer was removed from use until 5:25 am. During that time, bradycardia and signal loss alarming occurred regularly until 5:05 am without toco or spo2 having been applied. Thus, ccv alarming could not be enabled. The data shows that bradycardia alarming, signal loss alarming and ccv alarming were active, however there is no evidence that the alarms were acknowledged. A response letter is being provided to the customer to address the issue.